Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation by baxter. The reported condition of "missing blue winged cap" was confirmed due to operator error during the manual fillport cap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Baxter (B)(4) received one (1) ce intermate xlv 250 device from the customer without receiving a verbal complaint report from the customer. According to the baxter manufacturing facility, the device did not contain the blue winged cap. There is no report of patient involvement. No additional information is available. This is report 3 of 4 with the same problem from this facility.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.